Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. The lot number could not be obtained, so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 jaws continued to activate. The harvester quickly removed the device and unplugged the unit. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The hospital will retain the product for investigation before sending it to us, so it will take some time.